Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with visible contamination on top case, cracked battery door and loose plunger case seal. During analysis, the reported issue was unable to be duplicated. Error was found recorded in event history log and steady state reading of the force sensor (with no pressure on it), and it was noted that the device was out of calibration. It was noted that the force sensor error was caused by the force sensor being out of calibration due to normal wear / calibration drift. Service re-calibrated the force sensor, and device passed all the functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error. No adverse effects were reported.